Manufacturer narrative:
(B)(4). Added additional information: the device was received in good physical condition. The device was tested with a generator and the device performed as required during testing. The energy output delivered from the device was verified. The cutting of the test media performed as expected. There were no anomalies noted with the functionality of the device.

Event description:
It was reported that during a laparoscopic supracervical hysterectomy procedure the device would not seal properly, did not work. The jaws were cleaned with a damp sponge and still did not work. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information not asked for but unknown or provided during initial contact. Information anticipated, but unavailable at this time.